Manufacturer narrative:
The insulin pump was received with a constant alarm due to a corroded motor home switch. The functional testing could not be completed due to these constant alarms. The empty reservoir alarms, motor error alarms, and keypad anomaly could not be verified due to the alarms. The insulin pump had minor scratches on the display window, a cracked display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Moisture damage was noted on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error and rewound by itself and then alarmed motor error again. The insulin pump then alarmed motion sensor test failure. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the alarms. The drive support cap appeared normal. The device was not exposed to any high magnetic fields either. The customer was unable to clear the motion sensor test failure alarm due to unresponsive buttons. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.